Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary the patient reported that she stored her humapen memoir device inside a cooling bag and the device was displaying segments only. The device (batch number unknown) was not returned for investigation, therefore no root cause or corrective action could be determined. The complaint narrative is consistent with the pen exhibiting dashes in the display indicative of a reset mode since the patient was storing the device in cold temperatures against the instructions in the user manual. The reset mode and its remediation is clearly described in the user manual. The complaint might refer to missing or extra segments. If missing segments occurred in the dose numbers, this reportable malfunction may result in an inaccurate dose of insulin. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact (B)(4) or your healthcare professional. Improper use and storage - there is evidence of improper storage. The patient stores the device in a cooling bag. The user manual instructs that the device not be stored in the refrigerator as condensation may form inside the pen, which can damage the electronics.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a female patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir was displaying segments only. The humapen memoir was associated with product complaint (B)(4)/ lot unknown. The user and the user's training status were not provided. The duration of use was not provided. The pen was stored in a cooling bag. The pen was retained for possible return.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a female patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011, it was reported that the patient's humapen memoir was displaying segments only. The humapen memoir was associated with product complaint (B)(4) / lot unknown. The user and the user's training status were not provided. The duration of use was not provided. The pen was stored in a cooling bag. The pen was not returned. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary; added that the device was not returned; updated the medwatch and EU/ca fields; and updated the narrative.